Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited high capture threshold and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition. The patient was discharged post procedure.

Manufacturer narrative:
Further information was requested but not received.